Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was an alert for high impedance on the high voltage coil of the right ventricular (rv) lead. Impedance was within normal range upon interrogation the next day. It was also reported that an episode of t-wave oversensing (twos) was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.